Manufacturer narrative:
Product ID 8703, lot# j91086882, implanted: 1992 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported during a pump replacement surgery on (B)(6) it was noticed, the tube or catheter was not where it was supposed to be. At the time of the report the system was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported on (B)(6) 2014 the catheter appeared kinked. No further information was provided.

Event description:
The catheter was revised on (B)(6) 2014.